Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system failed to boot up. There are no reports of patient injury or death associated with this event.